Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via friend/family member who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that patient was experiencing pain. The pain was at the ins pocket location and daughter reported it appears the ins is sticking out or coming through the skin. Advised patient/daughter to call managing hcp tomorrow morning. The patient indicated they felt the pain for the past several days and felt like their body was rejecting the ins. The patient was attempting to communicate with the ins but having issues. Tss suspected the ins may be tilted in the pocket and due to pain, again advised patient to see managing hcp asap to avoid further pressure. No therapy related issues reported.